Event description:
On (B)(6) 2013, the reporter contacted animas, alleging no power to the pump. The reporter stated that moisture was observed in the display screen after swimming. The reporter stated that the battery cap was secured properly and that there was no trauma or damage to the pump or battery cap. The reporter stated that the battery cap was 1 year old. The user guide recommends that the battery cap be changed every 3 months if the pump is exposed to dusty environments and/or has frequent water exposure. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/10/2014 with the following findings: moisture was observed behind the display lens. Due to internal moisture damage, the pump did not power up and was unresponsive with no audible tone, no vibration and a blank display. There was a battery compartment crack observed from the thread area to the case seal. There was no evidence of moisture inside the battery compartment or underside of the battery cap. The battery cap was able to be fully tightened. Further testing was prohibited due to internal moisture damage. The pump case was observed to be cracked in the upper right hand corner of the display area. A leak test revealed a leak at the crack in the pump case. The pump case was removed and evidence of moisture contamination inside the pump was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.